Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The reported event couldn't be recreated as the product was not returned, pictures were received but did not enable to confirm the event. The review of the device manufacturing quality record indicates that (B)(4) products designation refobacin bone cement r 40, lot number a803bd2503 were manufactured on 23 august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No similar complaint has been recorded for refobacin bone cement r 1x40g batch a803bd2503 within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the inner sterile packaging was find opened and surgery was completed with another backup product, no patient consequences were reported.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) : (B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterile packaging is opened and surgery is completed with another backup product.